Event description:
A customer contacted beckman coulter regarding an erroneous hemoglobin (hgb) result from a single patient that was generated by the coulter ac.t diff 2 instrument. The hgb result was 2.6g/dl. The result was reported out of the lab. The physician questioned the hgb result and requested the patient to be redrawn and the sample to be sent to a reference lab for analysis. The customer collected a new blood sample from the patient and sent to the reference lab for testing. The customer indicated that the hgb result obtained by the reference lab was 13.5g/dl. Instrument type used by the reference lab and methodology was not provided. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc performed in the morning prior to the event was within specifications. Qc was not assayed after the event. The specimen was run in less than 10 minutes following the sample collection. The erroneous result occurred in the closed vial whole blood mode. The sample was collected via venipuncture in a 4ml sample tube. The hgb result was printed with a definitive flag l. The mcv results from sample a and b were in similar range. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and did not find malfunction causing low erroneous results. The fse verified that the instrument was operating per established procedures. A possibility of short sample was discussed with the customer. The customer was advised to prime sample whenever the instrument has not been used for while (as the customer is running less than 5 samples per day). A malfunction will be assumed for the purpose of this report.